Event description:
Ivenix pump set up for propofol infusion. This pump has no hold function when the pump is on. Device rep recommended turning pump completely off and back on to bring up menu that shows existing programming. When this was done the pump gave a cartridge error requiring the cartridge to be reset. Removing the cartridge to reset it wipes the drug programming and requires the operator to completely reprogram the pump. In the case of a critical infusion such as a vasopressor-the time to reprogram in a critical situation increases the likelihood of a reprogramming error and delay of infusion starting.